Event description:
It was reported by service report that the head end left siderail will not lock up properly.

Event description:
It was reported by service report that the head end left siderail latch mechanism had sharp edges.

Manufacturer narrative:
Result: timing link.

Manufacturer narrative:
Follow-up submitted as further investigation determined that the latch mechanism had sharp edges.